Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. Review of stored device data noted several previous untreated episodes were stored due to oversensing of noise. Noise was unable to be recreated with manipulations. Troubleshooting options were discussed. No further assistance was provided. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.